Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to our fisher & paykel healthcare service center in (B)(6) for servicing. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the pip valve of an rd900 neopuff infant resuscitator was noisy. There was no reported patient involvement.

Event description:
A hospital in texas reported that the pip valve of an rd900 neopuff infant resuscitator was noisy. There was no reported patient involvement.

Manufacturer narrative:
Ps309231 upon initial reporting of the complaint, the customer requested servicing of the complaint rd900 neopuff infant resuscitator and was advised to return the unit to fisher & paykel healthcare (f&p) for inspection and servicing. However, after submission of the initial report, the customer informed f&p that they no longer wanted the device repaired and that it would not be returned. Without the complaint neopuff device, we are not able to determined what caused the reported "noisy" pip valve. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It should be noted that the complaint unit is over seven years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".